Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the foot was deployed to feel tactile sensation of the foot against the anterior wall of the artery; however, the device became stuck. In an effort to put the foot down to advance the device forward, the proglide device separated at the guide but was still held together by the actuator wire. It is unknown how the device was retrieved from the anatomy. The device was removed with the foot intact. The method used to achieve hemostasis is unknown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.